Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported no information. Later healthcare professional capsular contracture baker grade IV. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. Additional, changed, and/or corrected data: a2, a3a, b5, d.9., h.3., h.6.

Event description:
Healthcare professional reported no information. Healthcare professional later reported capsular contracture baker grade IV. Healthcare professional later reported via operative report "severe breast pain, animation deformity at areola, hard immobile implants on examination consistent with baker iii to IV capsular contracture", "mastodynia", "implants are firm-to-hard and immobile". This record is for the right side. Device has been explanted.

Event description:
Device has been explanted and replaced.